Event description:
Caller reported experiencing cgm error 42, which had occurred three or more times on the existing pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, sending a new one with updated software. Meanwhile, the customer would continue using the current pump with a mobile app to manage insulin delivery. Guidance on using the replacement pump and returning the faulty one was provided, and instructions were understood by the customer.